Event description:
It was reported that when using the bd pyxis¿ medbank tower had an unable to open the drawer when issue the medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open. A technical support specialist (tss) identified that the issue was related to the bug in the current software and would be fixed in the upcoming software release. Tss recommended the customer to log out the system and log in back to issue the items. The system functioned as intended after the technical support specialist investigated the device.